Event description:
Affiliate is reporting that during a rotator cuff repair device became difficult to use. The surgeon resorted to an open mini for remedy. Company does not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.